Event description:
It was reported that during the patient's vns implantation surgery, the anesthesia alarms began to go off shortly after the surgeon opened, prior to the implantation of the vns. It was stated that the patient's heart rate was in the 30 beats per minute, or bpm, range and the patient's blood pressure was 100/30. The staff was able to stabilize the patient and the surgery continued. The physicians thought that the patient may have been allergic to one of the antibiotics provided for the surgery. No additional relevant information has been received to date.